Event description:
(B)(6) advia centaur xp hcv results were observed by the customer on a patient sample during initial and repeat testing. The results were considered discordant when compared to (B)(6) test results on two alternate test methods. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) results on the advia centaur xp compared to the (B)(6) results obtained on two alternate test methods is unknown. There is no patient sample available for further testing. The (B)(6) instructions for use (IFU) states in the limitations section: "a (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) may be undetectable in some stages of the infection and in some clinical conditions." No conclusion can be drawn.